Event description:
It was reported to medtronic minimed that the customer experienced the pump error 49 alarm, blank display, stuck button error, and a crack on the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1880l, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. All buttons function properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump error 49 was found in the history files on (B)(6) 2024 21:14:10.000. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2024 14:11:17.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Stuck button error alarm not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Pump error 49 was not confirmed. Cosmetic damage was confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.